Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis, neusea and vomitting. Customer stated the pump is having a hard time rewinding. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. No further details.